Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The ring setscrew was found to be stuck in the up/loosened position as the result of induced over torquing in the loosening direction. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device changeout procedure, the right ventricular (rv) lead could not be removed from the header. Two different torque wrenches were used and the silicone was removed from the set screws. As the rv lead could still not be removed from the header, the lead was surgically abandoned. A new device and rv lead were implanted. No adverse patient effects were reported.